Event description:
It was reported to philips unit shutdown on a patient. The device did have patient involvement at the time the issue was discovered, unit removed from patient without further incident, no patient harm reported. Randomly powered off, no alarm, customer requested tech support. Ran performance verification test (pvt) for power failure and internal battery tests. Further information has been requested. If additional information becomes available at a later date, a supplemental report will be submitted.

Manufacturer narrative:
Upon further investigation, it was determined that the complaint reported in this report is a duplicate of the event reported in MFR report number 2031642-2022-00511.